Manufacturer narrative:
Correction section d10: concomitant medical products and therapy dates were updated.

Event description:
It was reported that a patient's right ventricular (rv) lead exhibited high capture threshold. The physician elected to cap and replace the rv lead on (B)(6) 2026. The patient was recovering.